Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number 00002025 and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. It was reported that while prepping the sheath, the hemostatic valve dislodged. The hemostatic valve was the section that broke or separated. It dislodged inside the hub but not outside the hub. The brim cap/hub did not detach from the sheath. No pictures available. The sheath was used on the patient. No air entered the patient¿s body. The sheath was replaced, and the issue resolved and the case continued. No adverse patient consequence was reported. The hemostatic valve separation is MDR reportable.